Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed persistent restart alert 32 indicating a delivery motor communication error, the user¿s blood glucose increased to 392 mg/dl, multiple restarts and a shutdown did not resolve the alert, and the device required replacement; the user planned to use subcutaneous insulin by pen and continue cgm monitoring, and the implicated device component was the circuit board. Symptoms included hyperglycemia. Outcomes included a serious illness/impairment and the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with signal loss and traced to the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.